Event description:
The customer reported fluid leaked from the extension set during an infusion of a sedative. The site of the leak was from the luer connection (unknown if male or female) and/or from the bifurcation component. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). Although the customer indicated the set would be returned, the event product has not been received. A follow up report will be submitted with evaluation results should the device be received for investigation.